Event description:
It was reported that the patient was found unconscious and was diagnosed by the paramedics as pulseless electrical activity. Upon interrogation, there were 2 episodes in the vf zone. The device begins to charge, but the charge was aborted as the rhythm slows down. During charge the atp does not convert the rhythm and the rhythm deteriorates to vf. A 36j shock was delivered and biv pacing was noted at the end of the episode and return to sinus.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Patient had some cognitive deficiency due to cardiac arrest. (B)(4)

Event description:
Information noted patient was doing ok from a cardiac perspective and the device was functioning fine.